Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Reported as: "found significant abscess around the band up to the port. There was no obvious band perforation and the band was removed laparoscopically."